Manufacturer narrative:
The complete lead was returned for analysis with reported events of a fitting problem during implant. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimensional analysis identified an over-sized diameter in a section of the connector boot that may have contributed to the sleeve insertion failure and reported field events.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an implant procedure, the left ventricular (lv) lead was unable to be inserted into the positioning catheter. Additionally, while attempting to insert the lv lead into the catheter, the lead broke. The physician alleges that excessive force applied to the lead while placing it resulted in a lead fracture. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.